Event description:
It was reported that the anchor broke at the eyelet location during an achilles tendon repair. Threaded portion of the anchor remains in the patient. A back-up anchor was used to complete the case. The site was pre-drilled. A delay of approximately 10 minutes was reported. No patient injury resulted. A 'tap' was not used prior to inserting the anchor. It is unknown if the ao-2 finger technique was used while inserting this anchor or if axial alignment was maintained.